Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump gave call service 078 again after the reporter secured a new battery cap to the pump. Reporter stated that they were unable to clear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of the reported call service alarm. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. All of the keypad buttons were unresponsive but no anomalies were found with the button contacts when the keypad cover was removed. As a result of the keypad malfunction, the investigation was unable to clear the verify screen and conduct the remaining performance testing. When the pump was opened to further investigate, moisture corrosion was observed on multiple components on the circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.